Event description:
It was reported that a malfunction occurred on a pump, possibly due to it being dropped beforehand. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction happens again.